Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca and one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164-2012-00002, 9612164-2012-00003).

Event description:
The patient suffered a second myocardial infarction (mi) approximately 1.5 months post index procedure. The reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).